Manufacturer narrative:
(B)(4). We received one used, nearly empty easypump ii lt 60-30-s without packaging (according to the customer is the sample filled with 5-fu). The received sample was taken to a visual inspection. Damages were not detected at the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector is closed with a blue stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) in the filling port (lli-cone). Further on, we detected residues of crystallized drug residues in the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. Therefore the sample was additionally filled 30 ml nacl 0.9 %. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the sample. The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Sample is contaminated with cytotoxic drug. Corrective measures has been initiated and are documented under CAPA (B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection. If additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility ((B)(4)): slow flow. Drug: 5fu.